Event description:
Home patient(hp) reports diagnosis of peritonitis due to poor aseptic technique. Hp notes she disconnected herself during treatment on the homechoice device and subsequently reconnected herself without washing her hands. Hp reports she was admitted into hosp after noting cloudy effluent and a "painful feeling in her stomach". Hp reports she was admitted into the hosp on 11/24/1999 and was treated with antibiotics, specific of which are unknown per hp. Hp reports she was released the following morning on 11/25/1999. In addition, hp reports she was treated at the unit with both vancomycin and gentamicin, "i.p." Hp reports she has responded to treatment and that her effluent is now clear. No further detail was provided by unit rn.